Event description:
The hospital reported that during the coronary artery bypass procedure, the seal did not deploy out of the delivery tube into the aorta. The surgeon used a second unit to complete procedure. No patient complications were reported by the hospital.